Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 40-year-old female patient who had essure (batch no. 50713469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 2 years after insertion of essure, the patient experienced cervicitis ("infection (bladder/urinary tract/vaginal) type cervicitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("utis"). The patient was treated with surgery (removal of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection and cervicitis outcome was unknown. The reporter considered cervicitis, pelvic pain and urinary tract infection to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events cervicitis is added. Lot number was added. Product, patiet & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 40-year-old female patient who had essure (batch no. 50713469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 2 years after insertion of essure, the patient experienced cervicitis ("infection (bladder/urinary tract/vaginal) type cervicitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("utis"). The patient was treated with surgery (removal of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection and cervicitis outcome was unknown. The reporter considered cervicitis, pelvic pain and urinary tract infection to be related to essure. Diagnostic results: on (B)(6) 2013, findings revealed uterine size: approximately. 8 weeks; b/l tubal ostia visualized. Essure deployment confirmed under hysteroscopic visualization bilaterally with 3-5 coils seen within the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc. Entry of FDA and device problem codes, ptc global number updated, batch information(exp and manufacture dates) added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 10-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain. A removal of micro-inserts was performed around 3 years after placement. The reported event is anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff experienced chronic pelvic pain and essure was removed. Considering the nature of the event causality cannot be excluded. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and urinary tract infection ("utis"). The patient was treated with surgery (removal of essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain and urinary tract infection outcome was unknown. The reporter considered pelvic pain and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain. A removal of micro-inserts was performed around 3 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff experienced chronic pelvic pain and essure was removed. Considering the nature of the event causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.